Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not responding with the buttons pressed down and buttons were harder to press. The customer¿s blood glucose level was 231 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Hardware low level failures error alarmed during self test and was confirmed in device history file due to cold solder joint found on ambient light sensor.